Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "high downstream occlusion" was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log revealed "'downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of high downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.